Event description:
It was reported to philips that there was no signal in the main monitor. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and reconnected the cable which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that there is no signal in the main monitor. During the diagnostics fse found that wall connection cable was disconnected because of that signal of the monitor, which display ECG (polygraph) was affected. Fse reconnected the cable connector to resolve the issue. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.